Manufacturer narrative:
Per the additional information received, there is no allegation against the device. Hence, this does not meet the reportability. This event is no longer reportable.

Event description:
Additional information received indicates that the ipg was electively revised. There is no allegation against the ipg.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg keeps popping out of the patient¿s stomach. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was relocated to the patient¿s flank addressing the issue. Reportedly, therapy was confirmed post operatively.